Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after the initial shoulder cap surgery eight months ago, where a multifix s-ultra 5.5mm knotless anchor was used, the patient experienced pain and therefore a revision surgery was necessary where it was identified that the anchor broke off. The original implant was removed with tweezers and a back up device was used on an additional drill hole during the revision surgery. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that found the raw material strength requirements specified and each lot must be accompanied by a material certificate of analysis. A clinical review states that based on the information provided the root cause of the reported pain was a result of the broken anchor. The videos provided do not indicate a root cause for the anchor breakage. It was communicated via e-mail that the patient is in good condition. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.